Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional, via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) with tourette syndrome. It was reported that the patient experienced an increase in tics on (B)(6) 2013. The patient was hospitalized on (B)(6) 2013 for therapeutic readjustment due to the exacerbation of neuromuscular tics. One week aft ER the hospitalization, the tics reappeared, especially facially with mouth opening motions. These were related to coprolalia. The event was moderate and occurred 9 months after implant of the device. The event required a prolongation of hospitalization from (B)(6) 2013. The event was unrelated to the stimulator and electrodes. The event resolved on (B)(6) 2013. The patient returned home and was hospitalized at the end of (B)(6) in the framework of the protocol. The event seemed mostly related to the biomedical research procedure and was an expected adverse event per the protocol.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.